Event description:
Account stated that brakes would not hold when the brakes were applied.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced worn casters in order to resolve the problem.